Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the fourth inflation. The pt was asymptomatic during this event. The balloon initially would not cross the target lesion. Therefore, it was inflated proximal to the lesion three times to unk atms prior to crossing the target lesion. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.